Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported that the user experienced elevated blood glucose (bg) of 312 and performed a supply change due to the increase. The user reported feeling fine. Bg was affected but correctable by supply change. No external assistance or medical intervention occurred.